Manufacturer narrative:
Device noy returned.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The caller stated he will attempt to reload the device's software to address the issue. Repeated attempts to confirm reloading the software resolved the issue were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.